Event description:
It was reported that the customer's blood glucose values were significantly different from her sensor glucose values which caused her insulin pump to go into threshold suspend prematurely. The customer's blood glucose value was 93 mg/dl and the sensor displayed 47 mg/dl. The customer's blood glucose level at the time of the report was 132 mg/dl. Standard troubleshooting was performed. The customer stated that she had received a change sensor alarm. The customer was advised to change her sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.